Manufacturer narrative:
(B)(4). The device is currently en route to the manufacturer. We will provide a follow up report upon receipt of the device and completion of our investigation.

Event description:
A hospital in (B)(6) reported that the water feedset of an mr290 autofeed humidification chamber was damaged. No patient consequence was reported.